Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty in (B)(6) of 2000. Subsequently, it is alleged that the patient experienced popping, clicking and thigh pain and a revision procedure was performed on (B)(6) 2002. Follow up attempts to obtain additional information confirmed the revision procedure was performed due to loosening of the femoral stem. Additional information received in patient medical records indicates that the initial procedure occurred on (B)(6) 2000. Additional information received in medical records indicates the revision procedure that took place on (B)(6) 2002, was due to femoral stem loosening and debris. The operative notes confirm that the modular head and femoral stem were removed and replaced. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction and pain. There has been no reported additional revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same person (reference 1825034-2012-00131, 01780 & 2013-04169 / 04171).